Event description:
It was reported that the customer had high blood sugars. Caller stated that the drive support cap is flush on her insulin pump. Caller stated that the insulin pump is alarming motor error during fixed prime. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin passed displacement test, rewind and basic occlusion test. The insulin pump received stuck in motor error loop during bolus delivery. Motor may have had an intermittent failure not detected during out testing. Unable to complete functional test due to motor error alarm. Cracked case on lcd display window corners noted during visual inspection.